Manufacturer narrative:
In response to FDA report number: mw5160094. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via sus voluntary event report (mw5160095) right side pain and discomfort and "leaking of the right breast" via CT scan, mammogram and MRI.